Event description:
Report received from (B)(6) stating that the device was displaying an e5 error message, indicating an unspecified issue. The device was not being used during surgery. It is unknown if there was injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).